Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as all the thermostats were discolored and one was bent in half. Some of the leads were bent in half and out of place. Pad was very bunched up. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurence of this issue.

Event description:
Consumer stated that the switch sparked.